Event description:
It was reported that a user experienced low blood glucose after eating a peanut butter and jelly sandwich without announcing the meal on the ilet, which led to a postprandial spike followed by automated insulin dosing and subsequent hypoglycemia despite the device suspending insulin in advance. Symptoms included hypoglycemia with a nadir of 51 mg/dl and shaking/ tremors. Outcomes included treatment with oral carbohydrates and recovery to above 70 mg/dl without hospitalization. Investigation included review of device-reported data and user interaction for troubleshooting and education. Investigation of this case revealed that the missed meal announcement contributed to algorithm-driven insulin delivery that was not aligned with carbohydrate intake timing, consistent with expected device behavior when meals are unannounced. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically missed meal announcement, caused the event.